Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were seen with the needle mechanism that would cause the device to deploy early. The needle mechanism was reset, the ratchet gear manually advanced, and the device successfully deployed. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose reached 500 mg/dl. The needle mechanism had fully deployed before the pod was able to be used.